Event description:
It was reported that air bubbles were observed in the tubing. Customer primed air out and resumed insulin therapy. Customer's blood glucose was 186 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.